Manufacturer narrative:
No device history records review was conducted since there was no reported lot #. A ship history review was not performed since port was manufactured 9.5 years ago and it is unknown at what hospital the port was placed. The recent angiodynamics complaint report was reviewed for the vortex port product family and the failure mode "catheter fractured. " no adverse trend was identified. As received, the catheter tubing {9cm} and collar were detached from the port, with a small portion of catheter remaining on the port stem. The detached portion of the catheter was measured (ID and od) and found to be within specification. The stem the catheter onto was measured (od) and found to be within specification. The locking sleeve that holds the catheter onto the stem was measured (ID) and found to be within specification. The customer's reported complaint description was confirmed for catheter tubing fracture. The fracture was located at the 9cm mark on the catheter tubing (9cm from the port) and was jagged in appearance. A fracture of this type in this general location from the port is indicative of a flexural fatigue failure, similar to that of pinch-off syndrome. Although the exact root cause of the catheter fracture was unable to be determined, it is unlikely to have been manufacturing-related, as the catheter functioned successfully for 9.5 years. No manufacturing non-conformances or out of specification conditions were observed during the sample evaluation. The directions for use provided with the device contain guidance on port placement and maintenance. Potential complications such as catheter fragmentation and catheter pinch-off are reviewed. ((B)(4)).

Event description:
As reported, vortex port had been implanted since (B)(6) 2008. Upon explant in (B)(6) 2018 the catheter fractured and had to be retrieved and removed (snared) by an interventional cardiologist. The used device was returned to angiodynamics for evaluation. No additional patient complications were reported.